Manufacturer narrative:
On (B)(6) 2017, a tandem clinical diabetes specialist confirmed that the customer was doing better and the high bg had since been resolved since working with a clinical diabetes educator. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 300s mg/dl. While changing the infusion set tubing, the customer did not see insulin dripping from the tubing. After the tubing change, a bolus was delivered to lower the bg level. The customer thought the infusion set tubing was bad. As the supplies had been changed, tandem technical support was unable to troubleshoot to confirm if the tubing was the cause of the event.